Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false low magnesium (mg) result for one patient that was reported out of the laboratory, generated by the unicel dxc 800 pro synchron chemistry analyzer. Upon repeat, results yielded within normal range and amended reports were issued. The patient received a magnesium (mg) IV as a result of the falsely low mg result, but because the true mg result was not high, there was no harmful affect to the patient as a result. This reportable event documents the affect to patient for this event. A separate MDR 2050012-2011-00869 documents the malfunction portion of this event.

Manufacturer narrative:
No specific sample information was provided. No sample issues were noted. Customer reported that qc was failing during morning run on the day of the event. The customer flushed all sample and reagent probes. This resolved the issue on the modular chemistry (mc) side but not the cartridge chemistry (cc) side. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse checked the cuvettes and five needed to be replaced. The fse also found that the cc sample probe was dripping during prime and standby. The fse replaced the t-valve for cc sample side and all qc runs within acceptable range.